Event description:
It was reported that during an unk procedure, the device blade broke off. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 09/19/2007. Information anticipated, but unavailable at this time.